Manufacturer narrative:
Additional information: during follow up, the following information was obtained: the lens was explanted since the calculation over shot it by a diopter. The patient complained that her two eyes were ¿not working together¿. There was no incision enlargement, vitrectomy, or capsule tear. The patient outcome is good. The lens was replaced with a zct150 18.5, a smaller diopter, same model lens. Outcome attributed to adverse event: required intervention. If explanted; give date: (B)(6) 2017. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was discarded by the customer; therefore, it was not available for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there will be a future intraocular lens explant. The reason for the reported explant was not provided. No additional information was provided to abbott medical optics.